Event description:
It was reported that during middle cerebral arteries (mca) stenosis case, the physician selected the subject stent and advanced it through the microcatheter for delivery. After successful delivery to the target site, deployment of the stent was attempted, but the distal end of the stent failed to open properly. The physician promptly withdrew the entire stent system out of the body for a push-pull inspection, during which stent deformation was observed outside patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during middle cerebral arteries (mca) stenosis case, the physician selected the subject stent and advanced it through the microcatheter for delivery. After successful delivery to the target site, deployment of the stent was attempted, but the distal end of the stent failed to open properly. The physician promptly withdrew the entire stent system out of the body for a push-pull inspection, during which stent deformation was observed outside patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by manufacturer: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received tangled within the stent delivery wire (sdw). The introducer sheath was also returned. All 4 marker bands were present on both ends of the stent. The stent was deformed at both ends. The introducer sheath distal tip was noted to be damaged. The sdw was kinked/bent at the distal tip. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported damage of the stent deformed was confirmed during visual inspection. Stent failed/unable to open could not be replicated as the stent was returned for analysis in a deployed condition. However, the analysis results are consistent with the reported event. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'an microcatheter was delivered to the desired position. The physician then selected a subject stent and advanced it through the microcatheter for delivery. After successful delivery to the target site, deployment of the stent was attempted, but the distal end of the stent failed to open properly. The physician promptly withdrew the entire stent system out of the body for a push-pull inspection, during which stent deformation was observed outside the patient¿s body. The physician then repositioned the same microcatheter and replaced the stent with another one of the same model for delivery. This time, the stent was successfully deployed'. The stent was returned for analysis in a deployed condition and was tangled up with the stent delivery wire. Once the wire was removed, the stent was noted to be deformed at both ends of the device. The 4 marker bands were present on both ends of the stent. The introducer sheath was returned for analysis, and the distal tip opening was deformed (crush damage). The stent delivery wire (sdw) was noted to be significantly kinked/bent towards the distal end of the wire. The as reported damage of the stent failed/unable to open and stent deformed as well as the as analyzed damage of stent deformed, stent introducer sheath distal tip damaged, sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.